Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed to be due to a defective latch/lock sensor. The latch/lock sensor was replaced to address this issue. The device then passed all testing.

Event description:
It was reported that the latch/lock was not functioning. However, evaluation of the returned device identified a defective latch/lock sensor. There was no patient involvement.